Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted: (B)(6) 2017.

Event description:
It was reported that a lead warning was triggered when the impedance check occurred when the device was outside of the pocket during a procedure. The device remains in use. No patient complications have been reported as a result of this event. It was reported that the right atrial lead had a high threshold. The lead remains in use. No patient complications have been reported as a result of this event.